Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of no flow. On unspecified dates, the tubing sets were being used to deliver blood products via gravity. The customer contact reported that after unspecified lengths of time after the piercing pin of the tubing sets were connected to the blood containers, no flow of blood was noted. At this time, it was reported that the blood containers were twisted and caused the tubing under kink under the drip chambers or at locations were the tubing connected to a hard plastic component of the tubing sets. The customer contact reported that the tubings were straightened and the blood flowed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.